Event description:
¿Rn entered pt's room and noted IV pump to be beeping with air bubble alarm. This rn attempted to fix issue by re-priming pump, changing out tubing, changing out pump for another, and changing to new bag of ivf. All these interventions did not fix issue as pump continued to alarm with same error "air in line". 2 additional rns attempted to fix issue with similar results. Total time spent attempting to fix issue (causing delay in ivf) spanned just over 2 hours. This rn was finally able to obtain older model IV pump from ICU and utilize that to administer ivf. Ivf restarted using obtained pump and now running without issue´. Manufacturer response for infusion pump, infusomat (per site reporter). Bbraun evaluating air in line issues.